Manufacturer narrative:
The insulin pump had a constant motor error alarm during rewind due to motor encoder being out of phase. They were unable to perform the displacement test due to the motor error alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, and a cracked reservoir tube.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump.